Event description:
It was reported the device displayed the error codes 46876, 8591, 31494, 0 0 and a down stream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did find the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not confirmed. No faults found on pump during testing. Did not notice any system faults with alarm with code 46876 in history. The dso was replaced as a preventative measure for the cassette not attached alarms in history. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.